Event description:
It was reported that the customer was in the hospital due to high blood glucose levels, and received no delivery alarms during the night. It was stated that the customer had been experiencing high blood glucose levels for the past four weeks even though the bolus deliveries were increased. It was stated that the doctor didn't feel the insulin pump was delivering insulin accurately. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.